Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high impedance on the lv lead shortly after implant. After retesting, normal impedance values were found. The next day, there were high impedances noted again. Testing was done and high impedances were found on the svc and rv coil. Investigation was done and the physician "tugged on the svc pin and it pulled right out." The physician reconnected it and "everything is fine." The system remains in use. No patient complications were reported as a result of this event. It was reported that there was high impedance on the lv lead shortly after implant. After retesting, normal impedance values were found. The next day, there were high impedances noted again. Testing was done and high impedances were found on the svc and rv coil. Investigation was done and the physician "tugged on the svc pin and it pulled right out." The physician reconnected it and "everything is fine." The system remains in use. No patient complications were reported as a result of this event.